Event description:
The patient reported that they have not been able to recharge their implantable neurostimulator (ins) since 3-4 weeks ago. They also mentioned having poor coupling during recharging. The patient stated that their ins would not connect with their recharger 2 weeks ago. Troubleshooting could not be done at the time of the report, as the patient did not have their recharging equipment with them. The patient called back after getting their recharging equipment, and noted seeing the reposition antenna screen after doing an antenna locate. Patient services contacted a local manufacturing representative on behalf of the patient, in order to see if the patient can have their device checked. No further complications or patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-22 from a manufacturer representative reporting that the implantable neurostimulator (ins) was overdischarged. A physician mode recharge was performed which resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2017 reporting that the exact problem was not determined. The representative met the patient on (B)(6) to find a solution. The patient had poor coupling when charging during that appointment. A physician mode reset (pmr) was performed to jumpstart the battery. Reprogramming would be performed on (B)(6) 2017. Patient weight was asked but unknown. No further complications were reported.